Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1998. The evaluation of the homechoice device was completed. An event history log review identified the following therapy errors: check patient line, check lines and bags, low drain volume, check heater line, and check drain line. No abnormalities were identified during visual inspection. Electrical and functional tests were performed with no issues noted. Additionally, the device was able to undergo a simulated therapy successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified during the event history log review as a low drain volume alarm. However, as no abnormalities were identified during sample analysis, the cause of the low drain volume alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.